Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is worn with illegible symbols; there is no evidence of peeling or tearing of the keypad. During testing the ok and contrast button buttons were found to be intermittently unresponsive. Evaluation revealed that there was contamination under all buttons. The pump booted to the display with a dim red color. When the pump display is replaced by a test display the variance in color/contrast is fixed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.